Event description:
The following issues were reported while using the bd vacutainer® push button blood collection set; retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter. "Call received, - employee called to report (1) instance of a needle not retracting after pushing the button on wingset. No needle stick injury, no exposure to blood, no course of treatment change, no medical intervention, no safety issues reported."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/29/2021. H.6. Investigation: bd received ten (10) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for retraction issue with the incident lot was observed. Additionally, the customer samples were evaluated by both visual examination and functional testing and the indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The following issues were reported while using the bd vacutainer push button blood collection set; retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter. "Call received, - employee called to report (1) instance of a needle not retracting after pushing the button on wingset. No needle stick injury, no exposure to blood, no course of treatment change, no medical intervention, no safety issues reported."